Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable high thyrotropin (tsh) results for one patient sample from cobas e601 analyzer serial number (B)(4). As the tsh value was extremely high and did not match the clinical condition of the patient, the customer suspected the result was incorrect and that the sample contained macro tsh. The tsh results were 69.250 uiu/ml and 67.830 uiu/ml. The free thyroxine (ft4) result was 1.23 ng/dl. The free triiodothyronine (ft3) results were 2.27 pg/ml and 2.19 pg/ml. The erroneous results were not reported outside the laboratory. The patient was not adversely affected. Sample from the patient was submitted for investigation and no interfering factor to the ruthenium-label and/or fab2 fragment of the assay could be identified. The customer's high results could be reproduced.

Manufacturer narrative:
Further testing of the patient sample indicated high molecular weight complexes (macro-tsh) were present in the sample. This interference is documented in product labeling.